Event description:
Female patient was having a routine mammogram done when the compression paddle on the mammography unit would not release. The technologist had to manually release the paddle from the patient. The patient was not injured during the equipment malfunction.